Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic laparoscopic lobectomy, while the linear cutting occluder severed the interpulmonary fissure, in the process of firing the staples, the anvil collapsed and was split. The staple burst when it was started firing, and the staples were not pushed out by the push nail board. They changed the device to resolve the issue in order to complete the case. There was no patient injury.